Event description:
The affiliate reported that the placement of the single use icp was done. The patient¿s icp was being measured in a normal way with the icp microsensor and icp express monitor when suddenly the icp express started to show negative measurements. The placement of the microsensor was controlled by the neurosurgeon and it was correctly placed. The affiliate also stated that they do not have all of the details as to how the situation was handled afterwards but the icp express monitor was sent to service for security control. The assumption by the reporter was that the involved person continued measuring the icp with the same sensor and another icp express in a normal way and there was no harm to the patient.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. The icp express unit was sent for evaluation and repair. During evaluation it was verified that the case is damaged, the unit has missing feet and the accumulator is defective. Unit appears to have been dropped and damaged. Unit was repaired and returned to the affiliate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.